Manufacturer narrative:
The event of high intraocular pressure is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reporter has declined to provide allergan further information regarding event, product, and patient details.

Event description:
Healthcare professional reported "tissue incision risk of xen gel implant. It was called migs microinvasive surgery that not to open the conjunct, but if fail at one operation, there's a high possibility of failure again. So will implant xen and open the conjunct at that time" in unknown eye.